Event description:
Additional information received reported that there were impedances of greater than 40,000 ohms on 6 of the contacts. It was noted that the patient was unable to get therapy by reprogramming. It was noted that the manufacturer representative had been trying to reprogram the patient for a couple of months. It was noted that there were no falls or trauma. It was noted that there was no shocking or jolting reported. It was noted that the patient would be scheduled for a revision but there were issues with workman comp.

Event description:
It was reported that the saturday prior to the report the patient stopped feeling stimulation. It was noted that there were no falls or trauma and the patient ¿just turned over in bed.¿ the reporter stated that some electrodes were out of range and the impedances had always been that way. It was reported that the out of range electrodes were not used in programming. It was noted that groups a1 and a2 had group impedances greater than 4000. Electrodes 0, 2, 3, 4, 7, 9, and 15 were all out of range and impedances were greater than 40,000. Group a1 used electrodes 0, 1, 5, 6, 11, and 12 and group a2 used electrodes 0, 1, 5, 6, 7, 11, and 12. It was noted that some out of range electrodes were used in these groups. It was reported that the patient had no stimulation sensation using electrode pairs 6/8 and 5/6, and the patient had sensation and some coverage using electrode pair 1/5. The patient had stimulation in the ribs and not good coverage using electrodes (B)(6) 2014. It was later reported that the patient would follow up with their managing physician. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3487a-45, lot # v556380, implanted: (B)(6) 2011, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3550-39, lot # n278802, implanted: (B)(6) 2011, product type accessory; product ID 3487a-45, lot # v542023, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).